Event description:
Nose cone of guidant flexicut device dislodged in coronary artery bypass graft, requiring aggressive retieval measures, eliciting injury to the graft, requiring additional radiographic contrast medium to this high risk pt with pre-existing kidney disease. Additional stent required to repair injury.